Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Cold insulin had been used. After reloading the cartridge, customer received an accurate fill estimate. The customer reported an elevated blood glucose level of 346 (mg/dl). Based on the troubleshooting, tandem technical support informed the customer that the issue appears to be site related and informed the customer to change the infusion set. Customer delivered a bolus to stabilize bg level.